Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one (1) sample and one (1) photo were provided by the customer for investigation. The sample was returned in an unsealed blister pack. The sample was visually examined and brown foreign matter was observed on the outer diameter of the barrel. The brown foreign matter was examined using fourier-transform infrared spectroscopy (ftir) analysis and was determined to be grease. Additionally, one (1) photo was provided by the customer for investigation. The photo shows the non-conforming syringe barrel removed from the blister pack. There is brown foreign matter on the syringe barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter (fm) for lot #8332956 item #302830. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: during the printing process, the syringe rides on chains. The chains are oiled to preserve the function and improve the life of the chains. When the chains are oiled, it is possible that excess oil was applied and if not cleaned properly it can contaminate the syringe. Rationale: bd acknowledges that there was brown foreign matter on the sample returned by the customer. As this one (1) occurrence would not exceed the acceptable quality level (aql) of ¿foreign matter ¿ non-fluid path particles > 1/32 in = 1.00%¿ for the batch, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that bd 20ml syringe luer-lok¿ tip had foreign matter on the barrel. This was discovered before use. The following information was provided by the initial reporter: foreign material on the barrel.